Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a starclose se device after an aneurysm coil embolization procedure. Reportedly, during step 3, the thumb advancer failed to completely advance due to resistance caused by the sheath not splitting as expected. The flex guide was slightly shaved. The starclose se device was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure to cut was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The observed evidence of damage to the flex-guide (carving), garage leaves and sheath indicates there was device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath and contributed to the reported difficulty splitting the sheath (failure to split the sheath) and reported ¿flex-guide was slightly shaved¿. These interactions contributed to the observed damage to the flex-guide and garage leaves. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a starclose se device after an aneurysm coil embolization procedure. Reportedly, during step 3, the thumb advancer failed to completely advance due to resistance caused by the sheath not splitting as expected. The flex guide was slightly shaved. The starclose se device was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.